Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported gripper arm actuation issue was not confirmed. The returned device analysis was unable to confirm the reported difficult gripper actuation issue. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate lot specific product quality issue. The investigation was unable to determine a conclusive cause for the gripper actuation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is was returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that during preparation of the mitraclip delivery system (cds) it was noted that one gripper arm angle was different than the other gripper arm angle. There was no patient involvement, and a new cds was used without issue. There was no clinically significant delay in the procedure. No additional information was provided.